Manufacturer narrative:
It was reported that while transferring the patient "wheel chair brake handle has bent on both sides.also one of the foot rest are not locking in place." It has been determined that the reported event could cause or contribute to serious injury if it were to occur. In an abundance of caution, this medwatch is being filed. If any further relevant information is identified or obtained, a supplemental medwatch will be submitted.

Event description:
Wheel chair brake handle has bent on both sides.also one of the foot rest are not locking in place.